Event description:
The lay user/patient contacted lfs in 2009 alleging that their meter was in the set up mode and they were unable to test their blood glucose. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient mentioned the same day at an unspecified time in the morning, the patient attempted to test; however, was unsuccessful since the meter was in the set up mode. Approximately 30 minutes later, the patient experienced dry mouth. The patient did not attempt to test on another device or contact his physician for assistance. The patient self-treated with his insulin. Customer care advocate (cca) walked the patient through testing and issue was resolved via troubleshooting. The products were replaced. No further clinical information was provided. It would have been helpful to know what the patient's blood glucose readings were the day before the event, how much insulin the pt had taken since he is on a sliding scale and how long symptoms lasted. The complaint is being reported since the patient alleged that since he was unable to test his blood glucose, he developed symptoms suggestive of hyperglycemia and had to self-treat with insulin.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.